Event description:
The hcp reported a seroma. The patient stated, that he had an infection, but upon inspection no sign of infection was found. The patient had a small amount of drainage at the explanted neurostimulator site. The patient recovered without sequela.

Manufacturer narrative:
.